Event description:
It was reported that caller states that the patient (pt) has called in and received a replacement controller. Caller is with pt today and notes the pt is complaining of charging taking a long time, pt getting a lot of messages indicating to reposition/no device found. The rep connected to pt's ins to charge today in office with the pt's products and noted initially seeing excellent coupling and the a message to reposition. The caller then attempted to charge again and got the passive recharge screen even though the ins was at %90, controller at %100. Agent asked if the ins is superficial/flush on skin and caller seemed to indicate it was. The caller tried another controller/rtm at the facility and said the same general issue is occurring. The caller then connected to pt's ins with tablet to look at recharge diary, see below: 9-12 70-100% good 31 minutes 9-11 40-90% fair 1.4 hours 9-11 10-40% excellent 39 minutes 9-10 80-100% fair 30 minutes 9-10 70-90% good 24 minutes 9-10 3 minutes 70% 9- 9 60-100% good 1.4 hours. Caller noted that while connected to ins with tablet he had to keep the communicator close to the ins or the communicator would 'beep' at him. Agent reviewed that this would seem like possible depth/orientation issue as the data is indicating the pt can charge and has potential for excellent charging. Agent to send out new rtm, agent redirected to hcit to grab logs/reports related to the fact that passive recharge screen was seen while ins was almost fully charged. Additional information received from patient. Pt stated that she received the rtm cord today but she still cannot charge the ins. Pt stated that she tried last night with her old rtm and got "software problem intellis 3.6 - 1546 - appmanager.c pt stated she thinks her ins is very low and she can feel her sciatic nerve pain is back - pain in her leg to her waist. Pt tried to connect to the ins and is getting no device found" pt tried to connect to charge the ins using passive recharge mode and is still getting "no device found" pt received a controller replacement (B)(6) 2024 and it is refurbished. Pss is sending a request to repair for a controller replacement pt called back regarding ins issue in this case. Pt asked what was going to be done about their situation and mentioned they were in so much pain they didn't know what to do. Pt mentioned when they got up from the bathroom yesterday, they couldn't feel their left leg and so they fell. Rep met with patient and she said the controller and battery was replaced. Technical services (tss) had rep start a recharge session and was able to start a normal recharge session. Patient said she tried to recharge last night and she got error code 89 and 14. Reviewed that troubleshooting has almost been exhausted. The only thing they haven't tried for troubleshooting is the disable device function. Pt lives 3-4 hrs away so they will try this when the pt comes in to clinic for necessary reasons (caller didn't want to bring pt in just for that given the long drive). Tss reviewed potential need for ins explant and will discuss that with pt.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Today battery was replaced. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated was an inability to communicate, difficulty/inability to recharge, recharge coupling strength issue, and a return of pain. The device was successfully replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.